Event description:
It was reported by the patient that one of their leads became "discharged" back in (B)(6) 2006. The patient stated that they "shut it down". In addition, the patient reports having palpitations and feeling tired all the time. The patient's new cardiologist mentioned that their device needs to be replaced as well. The system currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4092-52, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).